Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the curved bipolar dissector instrument involved with this complaint. Failure analysis (fa) investigations confirmed the customer reported complaint. The instrument was found to have damage of the conductor wire¿s insulation. The conductor wire's insulation was found to be nicked at the yaw pulley distal end with no exposed internal wire. No sign of thermal damage was observed. There was no missing piece of the insulation wire. The instrument passed the electrical continuity test.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the curved bipolar dissector had defective cable insulation. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no damage was noted during or after the operation. There is no further information available.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.